Event description:
During routine servcie, bed failed the lateral pull test at 43# versus a spec of 50#.======================manufacturer response for med/surg bed, stryker (per site reporter).======================servcie tech will be sent to replace brake kits.